Event description:
It was reported the patient, who was known to have depression prior to implant, showed increased depressive mood on (B)(6) 2010, which required hospitalization. The patient's wife reported behavioral modifications: depressive mood, aggressivity, impulsivity, and suicidal ideation. The patient was started on an anxiolytic and antidepressant drug therapy. It was noted the event was judged to be device related. At the time of the event the patient's stimulation parameters were 3.1 volts (v), 185 hertz (hz), and 60 microseconds on the left and 2.9 v, 185 hz, 60 microseconds on the right. The patient recovered from the event on (B)(6) 2010.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), product type extension; product ID 748251, serial# (B)(4), product type extension; product ID 3389-28, lot# b0815679k, product type lead; product ID 3389-28, lot# b0815680k, product type lead. (B)(4). (B)(6).